Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus gn 18gax1.16in prn-cap y non-pvc leaked patient undergoing surgery to remove a mass and after successfully leaving an indwelling needle in place, leakage of fluid and blood from the end of the needle site is noted

Manufacturer narrative:
1.DHR/bhr review: (1) the batch number of the complained product is 3170896, is 18g and product code is 383756, produced on 2023/07, with a total of (B)(4) pieces in this batch; (2) check the process inspection and delivery inspection report. The test results all meet the product standards and there are no abnormalities; (3) check the production records, there were no nonconformance, deviation or rework activities. 2.the customer did not return samples or pictures,the defect status cannot be confirmed. 3.take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, due to the lack of samples returned by the customer, the specific defect status cannot be confirmed, therefore the root cause of the complaint cannot be confirmed. The factory will continue to monitor the trend of the defect complaint.

Event description:
No additional information provided.